Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. D9. Date returned to mfg: 14-jan-2025. E1: initial reporter's establishment name, address, city, country; updated. H6. Investigation codes: updated. Investigation summary: customer complaint of, ¿display motor error¿, confirmed through pump power up test and visual inspection. Medium alarm displayed: motor service due appears on device boot up. Motor odometer reading is 12,469,434. Replaced motor. Performed pvt (performance verification testing), unit passed all testing criteria. Software updated. Unit reset to standard configuration. Upon further investigation, battery compartment has broken and melted plastic above separators. Battery compartment plastic holding in separators are melted/tampered, and spring contacts are corroded. Replaced battery compartment and all components within. Uso (upstream occlusion) seal is buckling. Replaced uso seal. Dso (downstream occlusion) seal is delaminated. Replaced dso seal. Latch lock lever is coming loose. Replaced latch lock and lever. Performed dso/uso sensor calibration. Performed pvt, unit passed all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a display motor error. There was no patient involvement. The event occurred during testing.